Manufacturer narrative:
(B)(4). Malformed clip, advancer bypass, jaws unable to open, open after assisted. The device was received in good visual condition. The device was tested for functionality and it fired three clips conforming and then, an advancer bypass incident was noted causing one pear shaped clip; the remaining clip was conforming. During the advancer bypass incident, the jaws remained in closed position and the trigger was manually assisted in order to open the jaws. Finally, the device locked out as intended but the orange indicator did not show up. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire clips. A new device was used to complete the procedure. There was no patient impact.